Event description:
It was reported that after use in a hip replacement procedure, the batteries of the interpulse were observed to be smoking upon removal. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Disposed of by user facility.